Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
A patient underwent a procedure at l4-l5 via tlif to treat mob (mobilization). The cage had been backed out, and it caused patient pain. A revision surgery was performed later. The cage was removed using a straight adjuster, and then, another cage was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.